Event description:
The customer reported to baxter (B)(4), a solution administration set in which the set leaks. The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was available for evaluation. A visual inspection was performed and no defects were observed. A leak test and functional test were performed. No leak was observed. The reported condition was not confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the u.s. And does not have a 510k number.